Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had blockage in the suction duct and looked like something was stuck at the entrance where the suction valve was attached. No patient injury or procedure impact was reported. During the evaluation of the device it was found that there was foreign material stuck inside the suction cylinder due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunction of foreign material stuck inside the suction cylinder, due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The scope cover was leaking, the lens/cover glue was chipped, the bending section cover glue was separated, the bending tube had a cutting wire issue, the connecting tubing was wrinkled, paint was peeling at the suction cylinder nut, and the left/right angulation control knobs were not at their standard value. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material, and the cause for the foreign material left in the cylinder could not be identified. Olympus will continue to monitor field performance for this device.